Event description:
Information received indicates the ring was explanted following seven year implant duration due to mitral stensis and high gradient, as noted on echo. During explant, a tissue-like structure was observed by the hcp in the atrium above the mitral annulus. The ring was replaced with a valve. No additional consequence was reported for the patient.